Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial hepatectomy, at the first firing, the sealing did not complete even there was end tone produced. The tissue was re-clamped for several times, but the sealing still did not complete. Replaced with new similar device and it worked fine which completed the procedure. Surgical time was not extended. There was no patient injury.